Event description:
It was reported the extension and lead were replaced due to displacement of the epidural lead. The pulse generator was replaced due to end of life. The doctor completely removes the previous system during replacement surgery.